Event description:
This case was initially received via regulatory authority ((B)(4), reference number: (B)(4)) on 08-mar-2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("disabling low back pain / intense pain in the whole low back with impossible anteflexion / difficult even impossible sitting position") in a female patient who had essure (batch no. B42238) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 29 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("disabling joint pain"), hypoaesthesia ("total numbness of the left leg to the big toe"), gait disturbance ("difficult walk"), paraesthesia ("electric shocks in the left tibia") and sinusitis ("recurrent significant sinusitis"). The patient was treated with antiinflammatory/antirheumatic products, antibiotics, corticosteroids and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, hypoaesthesia, gait disturbance and paraesthesia outcome was unknown and the sinusitis was resolving. The reporter provided no causality assessment for arthralgia, back pain, gait disturbance, hypoaesthesia, paraesthesia and sinusitis with essure. The reporter commented: current patient's status : several intakes of anti-inflammatory drugs per os or injection, muscle relaxant, two infiltrations, and various plasters for the stomach. Several visits with rheumatologists, neurosurgeons, physical therapist, psychologists, podologists, massotherapist, radiologists. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on 09-mar-2018 for the following meddra pt (excluding this case): back pain: 494 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: (B)(4)) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("disabling low back pain / intense pain in the whole low back with impossible anteflexion / difficult even impossible sitting position") in a female patient who had essure (batch no. B42238) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 29 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("disabling joint pain"), hypoaesthesia ("total numbness of the left leg to the big toe"), gait disturbance ("difficult walk"), paraesthesia ("electric shocks in the left tibia") and sinusitis ("recurrent significant sinusitis"). The patient was treated with antiinflammatory/antirheumatic products, antibiotics, corticosteroids and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, hypoaesthesia, gait disturbance and paraesthesia outcome was unknown and the sinusitis was resolving. The reporter provided no causality assessment for arthralgia, back pain, gait disturbance, hypoaesthesia, paraesthesia and sinusitis with essure. The reporter commented: current patient's status : several intakes of anti-inflammatory drugs per os or injection, muscle relaxant, two infiltrations, and various plasters for the stomach. Several visits with rheumatologists, neurosurgeons, physical therapist, psychologists, podologists, mesotherapists, radiologists. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6) 2018 for the following meddra pt (excluding this case): back pain: 494 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 3-apr-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm - health authorities in france, reference number: r1804432) on (B)(6) 2018. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a consumer and describes the occurrence of back pain ("disabling low back pain / intense pain in the whole low back with impossible anteflexion / difficult even impossible sitting position") in a female patient who had essure (batch no. B42238) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2014, 2 months 29 days after insertion of essure, the patient experienced back pain (seriousness criteria medically significant and intervention required), arthralgia ("disabling joint pain"), hypoaesthesia ("total numbness of the left leg to the big toe"), gait disturbance ("difficult walk"), paraesthesia ("electric shocks in the left tibia") and sinusitis ("recurrent significant sinusitis"). The patient was treated with antiinflammatory/antirheumatic products, antibiotics, corticosteroids and surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the back pain, arthralgia, hypoaesthesia, gait disturbance and paraesthesia outcome was unknown and the sinusitis was resolving. The reporter provided no causality assessment for arthralgia, back pain, gait disturbance, hypoaesthesia, paraesthesia and sinusitis with essure. The reporter commented: current patient's status : several intakes of anti-inflammatory drugs per os or injection, muscle relaxant, two infiltrations, and various plasters for the stomach. Several visits with rheumatologists, neurosurgeons, physical therapist, psychologists, podologists, mesotherapists, radiologists. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term (pt). In this particular case a search in the global safety database was performed on (B)(6)2018 for the following meddra pt (excluding this case): back pain: 502 cases were identified. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: case correction (number of similar events, sil line, narrative). Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided in a supplemental report.